Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received inappropriate high voltage shock due for a supraventricular tachycardia. The device was reprogrammed. No additional information was reported.

Event description:
New information noted that the patient was stable.